Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod coil into the target vessel, the physician experienced resistance and the pod coil would not advance. Therefore, it was removed. The procedure was completed using a new pod coil and the same lantern. There was no adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod coil revealed offset coil winds. If the device is forcefully advanced against resistance, damage such as this may occur. Further evaluation revealed the introducer sheath was loaded backwards onto the pusher assembly. This damage was likely incidental to the reported complaint. During functional testing, the pod coil was re-sheathed properly into its introducer sheath. The pod coil was then able to advance through its introducer sheath and a demonstration lantern without an issue. The root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.